Event description:
A surgeon reports having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/20/2008 by fax, and mail. A completed questionnaire was received on 08/25/2008. This report was mailed to FDA on: 09/18/2008.